Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an atrioventricular ablation procedure loss of capture was observed on the right atrial (ra) lead and right ventricular (rv). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.